Event description:
It was reported the ultrasound gastrovideoscope image had cut out. The issue was found during a endoscopic ultrasound procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic cable, the number of missing element exceeds the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.